Event description:
It was reported that the chiller pump was making a loud noise from the arctic sun device . Biomed stated that it would be repaired onsite. Per follow up information received via email on 15apr2022, the device was not being used on a patient during reported event. The biomed would order the ac chiller pump and repair onsite. Per work order update on 19apr2022, initial reporter stated that they had replaced the chiller pump, but now the arctic sun device was not cooling . They tried to troubleshoot the device. Also stated that no water was coming out of the tube connected to evaporator. Biomed explained this implied the chiller pump was not running. Also stated that they could see water in the chiller tank and was still uncertain if they were checking the correct tube and finally recommended an assessment quote to take a look at the chiller and determine the cooling issue. Per follow up information received via email on 29apr2022, it was not clear if the event was an actual device malfunction or if the technician made a mistake during the replacement of the chiller pump. The biomed was sending device in for evaluation. Per sample evaluation results received on (B)(6) 2022, it was reported that the device was received at the depot where the device was unable to cool due to a failed chiller unit. It was noted that the double bend tube to the manifold was expanded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable.  H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the chiller pump was making a loud noise from the arctic sun device . Biomed stated that it would be repaired onsite. Per follow up information received via email on 15apr2022, the device was not being used on a patient during reported event. The biomed would order the ac chiller pump and repair onsite. Per work order update on 19apr2022, initial reporter stated that they had replaced the chiller pump, but now the arctic sun device was not cooling. They tried to troubleshoot the device. Also stated that no water was coming out of the tube connected to evaporator. Biomed explained this implied the chiller pump was not running. Also stated that they could see water in the chiller tank and was still uncertain if they were checking the correct tube and finally recommended an assessment quote to take a look at the chiller and determine the cooling issue. Per follow up information received via email on 29apr2022, it was not clear if the event was an actual device malfunction or if the technician made a mistake during the replacement of the chiller pump. The biomed was sending device in for evaluation. Per sample evaluation results received on (B)(6) 2022, it was reported that the device was received at the depot where the device was unable to cool due to a failed chiller unit. It was noted that the double bend tube to the manifold was expanded.